Manufacturer narrative:
A steris service technician performed the necessary repairs, tested the table, confirmed it to be operating according to specification and returned it to service. Steris counseled the user facility on the proper use/operation of their 4085 surgical table, specifically on properly draping the table. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the 4085 surgical table and found dried fluid within the table backup hand control drawer leading down to the table power supply and there was evidence of fluid intrusion within the base of the table. The technician attributed the root cause of the reported event to an electrical component failure internal to the power supply due to fluid intrusion. The 4085 surgical table is designed to meet ipx4 fluid ingress standards, and the normal fit of the covers, along with the rtv sealant that is applied, will prevent fluid intrusion. In the event the amount of fluid present during the procedure exceeds the ipx4 rating, it is the user facility's responsibility to ensure the table is properly draped and/or a fluid catchment device is utilized to limit the amount of fluid that may come in contact with the 4085 surgical table. The 4085 surgical operator manual states, "some procedures performed on table mattresses or pads may involve excessive fluid exposure. Be sure to drape accordingly". Steris has offered in-service training on the proper use/operation of their 4085 surgical table, specifically on properly draping the table but the user facility has not yet responded. The table remains out of service pending repairs.

Event description:
The user facility reported that during a patient procedure their 4085 surgical table began emitting smoke due to fluid intrusion. The table was unplugged while facility personnel waited for the smoking to stop resulting in a procedure delay. Once the smoking stopped the user facility elected to continue the procedure; the procedure was completed successfully. No report of injury.